Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx multi-link 8 stent delivery system (sds) noted blood in the guide wire lumen and on the outer member, balloon and stent implant, which is consistent with advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant profile diameters met manufacturing criteria. The hypotube shaft was separated 16.5 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped and the jacket was torn at the separation, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were two kinks in the hypotube shaft 15 cm and 16 cm distal to the strain relief tubing and two kinks in the hypotube shaft 2 cm, 4 cm and 5 cm distal to the separated edge. There was a bend in the hypotube 6 cm distal to the separated edge. In this case, the shaft most likely kinked/bent during advancement of the sds in the heavily tortuous anatomy, and further manipulation of the shaft would have contributed to the shaft separating. Physical resistance and/or the inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support and/or previously implanted stents, and is typically not associated with a product quality deficiency. In this case, the lesion was described as heavily tortuous, which may have contributed to the reported difficulty. Review of the lot history record was performed and there were no non-conforming material reports associated with this lot that would have contributed to the reported event. A query of the complaint handling database was performed for this lot and there is no indication of a product quality deficiency. In summary, based on the reported information and this investigation, the reported difficulty appears to be related to circumstances of the procedure. The profile dimensions on all stent implants are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during a procedure of the pre-dilatated heavily tortuous, proximal circumflex lesion, the 2.75 mm x 23 mm rx multilink 8 met resistance during the attempt to cross the lesion and the shaft detached. The device was removed from the anatomy without incident and a non-abbott device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.